Event description:
It was reported that a symptomatic patient presented in the ER with a device that was post-sensed t-wave oversensing on the ventricular lead. Programming changes were made. Device remains implanted.

Event description:
New information notes that the previously recommended programming changes were not made. Subsequently, the patient presented to the clinic after receiving inappropriate therapy. Post-sensed t-wave oversensing was once again observed. Programming changes were recommended. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.